Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room due to syncope. It was noted that the pacemaker and the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. After the pacemaker was explanted, red serous fluid was observed at the distal portion of the port for the right ventricular set screw. The pacemaker was explanted and replaced. The lead was capped and replaced on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
Reported event of over-sensing was not confirmed. Reported event of contamination of device was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual test showed minimal dried blood in the distal portion of the rv connector bore which is consistent with blood backflow during the implant procedure and does not pose any clinical risk. Analysis performed did not show any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to the sensing event.